Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. At initial release, the anterior aspect dropped significantly into the ventricle, with the anterior anchor extending into the right ventricular outflow tract (rvot). The drop occurred immediately. Anchors were released very deep and may have caught subvalvular structures. Anterior anchor in rvot upon release, and the valve continued to drop anterior. Trace tricuspid regurgitation and mild paravalvular leak (pvl) were observed. There was concern for right ventricular outflow tract (rvot) obstruction, with a peak measurement of approximately 20 and the inflow apices/locking tabs were close to the aorta due to being low on anterior septal side. Otherwise, patient was stable and doing fine. The anterior pap also appeared to stabilize the valve. No immediate intervention or surgery was required. A valve-in-valve procedure was not performed due to the position of the valve after it settled in the ventricle. After the patient went back upstairs, they began to cough up blood and CPR was performed, and the perceived belief from the hospital is that during CPR the valve was pushed through the wall of the heart. The patient expired on the same day of index procedure. A 56 mm valve was selected for implantation in a patient with a prior single leaflet device attachment (slda), where the transcatheter edge-to-edge repair (teer) device remained attached to the anterior leaflet. The patient was measuring smaller day of procedure. There was not appropriate volume optimization the day of the procedure. Ic caused septal-anterior flail involving less than half of the septal leaflet while placing the wire. As such, the procedure proceeded. Leaflet capture was confirmed on all anchors during anchor spin, with the teer device positioned more posteriorly but over the anchors. Before release all leaflets were captured, but posterior anchor appeared slightly lower. Advancement was achieved through tilting rather than translation, and anchor height was deemed appropriate for release. Wire curl was likely interacting with subvalvular anatomy. Teer appeared hypermobile after crossing. Ds was retracted and unflexed to adjust position and trajectory, which may have potentially pulled the clip over to the posterior/lateral side. Wire curl seems to be crossing ant to the teer device and sitting a little high. The wire curl appeared to cross anterior to the teer device and sit slightly high. Attempts at height gain were unsuccessful, as the anchors were contacting the right ventricle. Oversizing may have contributed to the malposition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b7, g3, g6, h2, h6, and h11. Additional information: after internal image review of procedural tee/fluoroscopy shows evidence the 56 mm evoque valve embolizes into ventricle following release, with the majority of anchors losing contact with the native annulus. The evoque valve is positioned low in the ventricle on the anterior/septal aspects with evidence of instability. An atrial mobile linear echodensity is visualized adjacent to the posterolateral aspect of the valve, most consistent with possible torn chordae or flail leaflet. There is at least qualitatively moderate anterior/septal pvl with bidirectional flow. The transvalvular tr appears qualitatively mild. The tv mean inflow gradient measures 4 mmhg at 110 bpm. A limited same day follow-up tte shows evidence of a pericardial effusion measuring up to 18 mm. The root cause for evoque embolization into ventricle identified from imaging is procedure related: inadequate guidewire management, sub-optimal depth, sub-optimal maneuvers. A potential contributing factor is patient related: mobile slda teer, new flail septal leaflet. The root cause of death cannot be identified from imaging. Cannot confirm any device related issues or malfunction. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for "malposition - valve embolizes into ventricle" was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.available information suggests some potential procedure related root causes include inadequate guide wire management, sub-optimal depth, and sub-optimal maneuvers. Some potential patient-related contributing factors include mobile slda teer procedure and new flail septal leaflet.since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.